Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz1000-07 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Imdrf codes must be updated.

Event description:
It was reported that bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following. Max zero caps have been leaking at the spin collar on multiple occasions in the nicu. This is occurring at the connection to the med syringe and at the connection to the catheter or tubing. The lines are different, uvc and PICC.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.